Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. A day after the event onset, the patient was hospitalized due to the event. On an unknown date, the patient was treated with vancomycin injection (1gm, every 72 hours, ongoing, route and duration were not reported), ceftazidime injection (2gm, per day, ongoing, route and duration were not reported) and meropenem injection (1gm, per day, ongoing, route and duration were not reported) for peritonitis. At the time of this report, the patient was discharged from the hospital and was recovered from the peritonitis event sixteen days after the event onset. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.